Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the active exhalation control module was observed . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's proportional valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the incorrect 510k number as k18166. The correct 510k number is k181166 and is reflected in g5.